Event description:
It was reported that x-ray revealed that the right ventricular (rv) lead had pulled back two days after implant. High thresholds, a loss of capture and undersensing were also noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).